Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. In (B)(6) 2010, hsg test that confirmed full occlusion of her fallopian tubes was performed. Over the following months after the implant, she began experiencing: severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe lower pelvic/abdominal pain; severe abdominal cramping; severe back pain; dyspareunia; a metallic taste in mouth; and weight fluctuation. On (B)(6) 2010, ablation was performed. When the symptoms persisted after the endometrial ablation, her physician recommended that she undergo a salpingectomy. This invasive and painful surgery was done in (B)(6) 2010 and left her with permanent scars. Over the following years after the salpingectomy, she continued to experience and the symptoms. Because of this, she underwent a total hysterectomy in (B)(6) 2015. During surgery, she found out that essure coil had migrated into uterus. Her symptoms resolved after hysterectomy. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal heavy bleeding. Severe pelvic pain and heavy bleeding are anticipated events in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since intervention and device removal were required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("excision of isthmic portion of the right tube encapsulating the essure"), device expulsion ("migrated to her uterus/ migration of essure device/migration of essure device location of device: uterus,"), genital haemorrhage ("abnormal heavy bleeding"), pelvic pain ("severe lower pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged, abnormal menses/abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy (previously been removed prior to essure placement), multiparous, cholecystectomy and multiple caesarean sections. Concurrent conditions included penicillin allergy, drug allergy (macrobid [nitrofurantoin monohyd/m-cryst], paxil [paroxetine hcl]), pelvic adhesions, menometrorrhagia and abdominal tenderness. Concomitant products included cilest (ortho tri-cyclen), ibuprofen and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 17 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / severe abdominal cramping/ abdominal pain"), back pain ("severe back pain"), weight fluctuation ("weight fluctuation/weight gain/loss (specify which one)") and weight increased ("weight gain"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("other inhury (ies) or complications please describe: depression and anxiety") and anxiety ("other inhury (ies) or complications please describe: depression and anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstruation pain"), menstrual disorder ("abnormal menses"), dysgeusia ("metallic taste in mouth") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (saplingectomy (removal of right side) / open laparoscopy, lysis of extensive abdominal and pelvic ad), surgery (open laparoscopy, lysis of extensive abdominal and pelvic adhesions, right partial salpingectomy.), surgery (salpingectomy in (B)(6) 2010 and total hysterectomy in (B)(6) 2015), surgery (endometrial ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety, weight increased and ovarian cyst outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, abdominal pain, back pain, dyspareunia, dysgeusia, weight fluctuation, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: (B)(6) 2010 excision of isthmic portion of the right tube encapsulating [as written] the essure; (B)(6) 2014 total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: full occlusion of her fallopian tubes when the essure coil was removed it was discovered that essure had migrated. On 24-aug-2010, hysterosalpingogram (hsg) noted placement of essure when went in for endometrial ablation what did your healthcare provider tell you about your results: essure overlying right hemipelvis (not seen on the left because previous salpingectomy on that side) current weight 159 lbs. Approximate weight at the time of essure placement 168 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: reporter, concomitant medication and weight gain and ovarian cyst event were added and events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: ptc investigation result. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal heavy bleeding. Severe pelvic pain and heavy bleeding are anticipated events in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since intervention and device removal were required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("excision of isthmic portion of the right tube encapsulating the essure"), device expulsion ("migrated to her uterus/ migration of essure device"), genital haemorrhage ("abnormal heavy bleeding"), pelvic pain ("severe lower pelvic pain/pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("prolonged, abnormal menses/abnormal bleeding (menorrhagia)") in a 25-year-old female patient who had essure (batch no. 678812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy (previously been removed prior to essure placement). Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 17 days after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight fluctuation ("weight fluctuation/weight gain/loss (specify which one)"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstruation pain"), menstrual disorder ("abnormal menses"), abdominal pain ("abdominal pain / severe abdominal cramping/ abdominal pain"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), depression ("other inhury (ies) or complications please describe: depression and anxiety") and anxiety ("other inhury (ies) or complications please describe: depression and anxiety"). The patient was treated with surgery (saplingectomy (removal of right side)), surgery (excision of isthmic portion of the right tube escapsulating the essure.), surgery (salpingectomy in oct-2010 and total hysterectomy in jan-2015), surgery (endometrial ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage, migraine, headache, depression and anxiety outcome was unknown and the device expulsion, genital haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, menstrual disorder, abdominal pain, back pain, dyspareunia, dysgeusia and weight fluctuation had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - in march 2010: full occlusion of her fallopian tubes when the essure coil was removed it was discovered that essure had migrated. On (B)(6) 2010, hysterosalpingogram (hsg) noted placement of essure when went in for endometrial ablation what did your healthcare provider tell you about your results: essure overlying right hemipelvis (not seen on the left because previous salpingectomy on that side) current weight 159 lbs. Approximate weight at the time of essure placement 168 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device, weight gain / loss (clubbed with previous event), other injury(ies) or complication (s) please describe: depression and anxiety were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.